Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. During inspection, olympus found foreign materials in the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device was unable to be specified since it was unknown if there were any deviations from the instruction manual in the reprocessing steps at the material residue point. It was confirmed that no physical damage was found at the location where the foreign material remained. The event can be detected and prevented in accordance with the following instructions for use (IFU) IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection". IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.